Event description:
A renegade catheter was going to be used for therepeutic purposes. Before the procedure, the device got jammed in the dispenser coil. At a later date, it was discovered that the catheter had fractured at the shaft. The procedure was completed with another device.

Manufacturer narrative:
This event was determined reportable based on engineering evaluation dated 7 september 2006 stating device was received with a fracture at the shaft of the catheter. As received, the shaft was broken with the braid exposed but not broken. The shaft of the catheter was broken .8 cm from the hub. A coating confirmation test was carried out to check the presence and integrity of the coating. The test confirmed the presence of coating, however, coating damage was evident. There is one other complaint for this batch of devices. CAPA was opened in 2005, as there was an increase noted in complaints where unpreferred method of flush was used. The proximal flushing port was removed in 2006. This will allow for flushing to be carried out only through distal port. Information received from the sales rep. Confirmed that: the catheter was checked when it was removed from the packaging. No damage was noted to the packaging. The dispenser coil was flushed prior to attempting to remove the catheter and repeat flushing was used. The dispenser coil was flushed via the proximal port. Difficulty was experienced while attempting to remove the catheter from the dispenser coil and the catheter was damaged once removed from the dispenser coil. From the above information, it is clear that the instructions as per the dfu were adhered to. This complaint is caused by difficulty removing the catheter from the dispenser coil. Before removing the catheter from the dispenser coil, the catheter must be flushed with heparanized saline via the distal port to activate the hydrophilic coating. During the preparation of this catheter flushing was carried out via the proximal port. The flushing mush be repeated if difficulty in removing the product from the dispenser coil occurs. This reported defect will be monitored and trended through the monthly complaints review board.